Event description:
As it was reported by the sales-rep via email: tip of catheter (outback ltd re-entry catheter) "broke off" and patient had to be sent to surgery to have it removed. Surgery was successful and patient is doing fine. Investigation is pending.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information has been requested and will be submitted within 30 days of receipt.

Manufacturer narrative:
Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14130510 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.